Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 6m hollow fiber oxygenator with integrated hardshell venous cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that it was noted there was a red tint in the water lines toward the end of the case. There was no report of patient injury. The investigation is on-going. A follow-up report will be submitted when this is complete. Note: this report is being resubmitted due to a possible submission error with the original report.

Event description:
Sorin group received a report that a red tint was noted in the water line coming out of the oxygenator. The lines were clear during the case until toward the end of the procedure. The line was clamped to complete the case. Afterwards, when the line was unclamped, what appeared to be a clot was noted in the water line. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 6m hollow fiber oxygenator with integrated hardshell venous cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that it was noted there was a red tint in the water lines toward the end of the case. There was no report of patient injury. The device was returned to sorin group (B)(4) for evaluation, where a visual inspection and leak testing were performed. Leak testing of the returned unit confirmed the presence of a leak from the heat exchanger fiber bundle and inspection of the bundle under magnification found that the leak was caused by damage to one of the fibers. Although the exact root cause could not be confirmed, since all units are 100% leak tested during the manufacturing process, sorin group (B)(4) has concluded that the issue was most likely related to a weak fiber which didn't leak during in-process testing, but thermal and mechanical streses encountered during sterilization and use resulted in the leak experienced by the user. No trend for this type of has been identified. This defect has been classified as a rare event with this being the only reported case in 2015. Sorin group (B)(4) will continue to monitor the market for trends related to this issue.